Event description:
The surgeon reported that during use of this handpiece with bur guard to perform a third molar removal, he felt an increase in temperature in the handpiece body. Following, the surgeon noted a burn to the patient's outside lower lip where the handpiece was resting. The burn was described as a reddened area to which a topical antibiotic ointment was applied. The surgeon reported that another handpiece and bur guard were obtained to complete the procedure without any additional problem. A follow-up visit found the patient with no residual affects from this event.

Manufacturer narrative:
Investigation results: conmed linvatec received this device for evaluation and was unable to confirm overheating. During testing of this handpiece, it performed to the temperature specifications. Associated MDR report: 1017294-2009-00149. The user manual for this device cautions user: prior to use, the drill and all associated equipment must be inspected for proper operation. Ensure all attachments & accessories are correctly attached to the handpiece. Performance test prior to use: operate the drill at maximum speed (100,000 rpm) for one minute and monitor for any of the following: excessive noise, excessive vibration, the drill or bur guard being hot to the touch during the test procedure or during surgical use. Warning: use of a drill not functioning properly can result in injury to the patient or medical personnel. Overheating might occur if the handpiece or accessory bearings are worn or are not kept clean. Continually check all parts of the handpiece and attachments for overheating. Discontinue use and return the equipment for service as necessary. Overheating can cause serious injury to the patient or operating room personnel. The service interval for this drill is every 6 months. In conversation with the surgeon, the staff needs additional education regarding pre-testing of equipment and servicing intervals.